Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tip of the waveguide had fractured and disengaged. Functionally, the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The waveguide was inspected under magnification and the origin of the crack was identified. The evaluation found that the titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. The crack propagated until the waveguide fractured. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic myomectomy, the device stopped working after one hour in procedure. On the same day, there was another procedure with a sonicision where everything went well. We did the test with this same battery and generator used and the defective clamp did not work, which led to a conclusion that the problem was excessively in the clamp. There were error tones heard or red lights observed and another battery was also installed onto the handpiece. No part of the device was broken so nothing can fall into patient's cavity. To complete the procedure, the sonicision was replaced with another device from another brand. There was no patient injury. - medtronic's initial evaluation of the incident device found that the tip of the waveguide had fractured and disengaged. The broken piece was returned.